Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) reset. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem reset. The cause of the reset is detached components on the bedside board, creating intermittent communication failure. The root cause of the detached components cannot be positively identified but is likely a result of physical impact. No adverse event resulted from the defective memory. The last pt to use this charger/modem did not report any deficiencies.